Manufacturer narrative:
Calculations based on additional information from the field regarding device settings reveal that battery depletion was normal.

Event description:
It was reported that the catheter was unable to pace from the beginning. There were no patient complications.